Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probably cause is component failure; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited residue in the nozzle and on the plastic distal end cover and image flickering/no image/black image/ grainy image. There was no patient involvement.